Manufacturer narrative:
There is a temporal relationship between ccpd therapy with the liberty select cycler and liberty cycler set and the reported patient¿s event of peritonitis. However, there is no documentation or evidence indicating a causal relationship between the fresenius liberty select cycler, the liberty cycler set and the patient¿s alleged event of peritonitis, nor is there any allegation a fresenius device(s) malfunctioned or failed to perform as expected. The pdrn confirmed the patient did not experience any complications as a result of this alleged event, and the cause of the peritonitis is unknown. Additionally, no hospitalization was reported. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
During routine follow up on an unrelated customer experience, it was reported that the patient was taking antibiotics for peritonitis. The patient's peritoneal dialysis nurse could not confirm how the patient was infected. There was no allegation of a malfunction. Additional information was solicited.

Event description:
"."

Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.